Event description:
A customer reported an issue where the pump appeared grey when lit, affecting their ability to interact with it or read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to send a replacement pump with updated software, along with available training. The customer was advised to use a backup insulin pump in the interim, and they were instructed on how to handle the storage and return of the faulty pump. The customer understood and acknowledged all instructions.